Manufacturer narrative:
(B)(4).

Event description:
It was reported that far r wave oversensing was observed on the device during atrial pacing. Programming changes were recommended. No further information.